Event description:
It was reported by the surgeon that during a laparoscopic procedure the device did not form the staples properly. The staple line was bleeding intraoperatively. It was reported that hemostasis was achieved by firing another device. The pt lost 700cc of blood.